Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found that the pump did not recognize a set at load points #3 and #4. Evaluation also found that the downstream sensor reading was below specification with a fluid filled set loaded. The lowered signal level prevented the pump from recognizing a loaded set and was determined to be the cause of the reported downstream occlusion failure. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test during preventative maintenance. Any patient involvement, injury or medical intervention is unknown.